Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Device not returned by patient.

Event description:
It was reported that patient underwent a right revision procedure approximately seven years post-implantation due to polyethylene liner wear. The femoral head, taper adapter, acetabular liner and cup were removed and replaced. The femoral head and taper adapter were replaced with biomet products. The acetabular liner and cup were replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product still implanted.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.